Event description:
The hosp reported that during the coronary artery bypass graft surgery, the punch caused a 2-3 mm tear in the aorta. The surgeon ended up deploying a seal and was able to achieve good hemostasis. The surgeon repaired the tear while sewing on the graft. No add'l pt complications were reported.